Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed and was admitted highly intoxicated with alcohol on (B)(6) 2021. Gi bleeding was confirmed as there was bright red blood per rectum and an occult test was positive. A capsule study was also done. A computed tomography (CT) scan of the abdomen was negative. The device reportedly operated as expected and the bleeding resolved before discharge on (B)(6) 2021. Warfarin was continued upon discharge and the bleeding was sensitive to international normalized ratio (inr), which was set at a goal of 1.5-2.2. The patient was set to follow up with gi for capsule study results but was a no show. There were no alarms for the event.